Manufacturer narrative:
Other, other text: this MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
Information was received regarding a cadd cassette reservoir. It was reported that the device was alarming "no disposable". After patient replaced with new cassette, the pump started infusing fine. The pump/ cassette was not in use when fault occurred. There was no lapse in infusion or side effects due to malfunction. Pharmacy is sending replacement cassettes. Patient had back up cassettes and successfully continued their life sustaining infusion. There was no patient, or clinician injury associated with this occurrence.